Event description:
Implant card from the patient's replacement surgery indicated that the patient had their generator replaced due to battery depletion and a new lead implanted due to high impedance. Prior to surgery, the patient had been having an increase in seizures likely due to this device issue. The suspect lead has not been explanted to date. No further relevant information has been received to date.